Event description:
The pt reported he spilled half a cartridge of insulin inside the compartment of his infusion device. He stated his device then gave an e10 (cartridge error) alarm. During troubleshooting, the e10 continued to occur and it was discovered the battery was wet. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.